Event description:
Customer reported that she experienced low blood glucose of 48 mg/dl; treating with food. Customer also reported the belt clip broke and she had receive lost sensor alerts. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.